Event description:
Patient receiving 5fu (fluorouracil) chemotherapy IV in ambulatory clinic setting for long history of colon cancer. 5fu treatment to continue via ambulatory infusion pump over 46 hours. Pump and chemotherapy provided by outside infusion company to ambulatory clinic. Pump locked prior to delivery, as is standard practice. Pump inadvertently set to infuse 92ml/hour instead of 2ml/hour (92ml/46 hours)prior to delivery. Neither infusion company nor ambulatory staff identified error. Patient returned to clinic after one hour when pump started alarming empty. Patient immediately admitted for observation and treatment. Pump returned to infusion company for evaluation and testing.